Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through a remote transmission from the emergency room that there was evidence of undersensing with the patient's right atrial (ra) lead. No changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.